Event description:
It was reported that the device went to elective replacement indicator (eri) and had significant battery depletion. It was also reported that the right atrial (ra) lead has high impedance and elevated capture threshold measurements and the left ventricular (lv) lead has mildly elevated capture thresholds which are stable. The device was explanted and replaced. The ra and lv leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.